Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, gender or weight. Service was not dispatched for the event. All system and assay parameters were performing within specification. There were no errors or flag associated with this event. The access accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information. Please refer to section h10 for details.

Event description:
The customer reported obtaining reproducible elevated troponin I (access accutni+3) results on the access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system serial number (B)(4) for one patient. The initial result recovered above the assay reference range. The result was released out of the laboratory. The sample was reanalyzed on the same access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system two times and recovered with similar elevated results. The customer re-analyzed the patient's sample using two different methodologies, and recovered with lower results. The results recovered within the assay's reference range using the abbott architect and the istat. There was no report of change in patient treatment associated with this event. The sample was collected in a serum separator tube and centrifuged for ten (10) minutes at 3000 g (gravitational force) at room temperature. There was no report of sample integrity issues. Calibration, quality control (qc) and system check parameters met assay and system specifications. The customer sent out the patient's sample for interference testing. Testing with a scantibody blocker tube recovered with a troponin result of 0.0846 ng/ml. The patient's sample was also analyzed after a peg (polyethylene glycol) treatment and recovered with a troponin result of 0.0252 ng/ml. Reference ranges for these assays were not provided.